Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Corrected: e2, e3. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported in a journal article that the purpose of the study was to ascertain any association between cup positioning and the risk of dislocation as well as evaluate any implant-related and surgical factors that may impact the cup placement. The study reviewed 251 patients who underwent a primary total hip prosthesis at the national treatment centre due to osteoarthritis. All cases used a continuum cup with a 32mm head with a mix of anterolateral and posterior approach. The study population had a mean age of patients was 67.3 years and 58.2 % of the population were women. Follow-up ranged from six months to a year. Complaint 1: the study reported 4.0% incidence of posterior dislocation occurring on average nine days post-operative. One outlier dislocated three hours post-operative and in two cases, a subsequent dislocation occurred. Revision surgeries were performed in 60% of the dislocation cases and all other dislocations were managed through closed reductions. Https://doi.org/10.1016/j.jorep.2025.100669.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Brasnic, l., mcgurk,c.f., lim, j.w., cousins, g. (2025). Does relative anteversion or retroversion contribute to hip instability with continuum cup system? Journal of orhtopaedic reports. Https://doi.org/10.1016/j.jorep.2025.100669.